Event description:
The clinic reported that the blood pump was rotating in the reverse direction during treatment. The pump was manually stopped by clinic staff. There was no pt injury or medical intervention. Gambro technical services (gts) diagnosed a sticking k1 relay and replaced the blood handling driver "cca."